Manufacturer narrative:
A maquet field service technician investigated the unit and found the 20 amp breaker was in the off position, the 6 amp breaker was not tripped. The technician replaced the 20 amp breaker and tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted in additional information becomes available.

Event description:
(B)(4).